Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence. The cuff was downsized due to urethral atrophy at the cuff site. There were no patient complications.